Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. We are working on the manufacture record evaluation (mre), once we get more information it will be submitted in the supplemental. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered myocardial infarction and death. Due to recurrence of atrial fibrillation, radiofrequency ablation was performed. During the procedure, electrocardiogram changes were observed. The patient's st segment was continuously elevated. Both blood pressure and oxygen saturation decreased, and ventricular rate was 50 times/min. No pericardial effusion or pericardial tamponade was found under x-ray. The patient was immediately given atropine and adrenaline intravenous injection. Additionally, the patient received high-flow oxygen inhalation, artificial auxiliary ventilation, temporary pacemaker implantation, pacemaker ventricular intubation, and ventilator assisted breathing. The patient did not improve and was then transferred to the intensive care unit (ICU) for further rescue. Transfer to the ICU was ineffective, and the patient died. Physician did not provide a casualty opinion on the event. However, no issues related to product performance was reported.